Event description:
A nurse reported the device broke at the juncture of the sleeve and the locking collar; the product "shot across" the sterile field. The product was not used on the pt. There was no pt harm.

Manufacturer narrative:
No other complaints have been received in this lot number. All syringes are visually inspected, there were no remarks related to this type of complaint in the batch record review. Retention samples were tested and were functional. The device sample was returned by the reporting facility. Investigation of the returned device, including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 04/16/2009.